Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that their hcp had gone to remove one of their old devices and implant a new one but when they went to remove the old lead, a piece of the lead broke off so the patient had a fragment remaining. Patient stated they and their hcp were aware of the updated MRI labeling for fragments and that around the april 2024 timeframe, they had gone to get an x-ray to measure the fragment that remained and the patient stated their hcp told them they were able to determine by looking at the x-ray that the patient should be eligible now for an MRI based off of the new labeling guidelines. Patient stated that the hcp was going to send the results to the patient. Patient services reviewed that if they were able to determine via x-ray the patient was now eligible for an MRI scan, they would need to reprogram the patient's MRI mode to reflect that. Patient services also reviewed with the patient that the device registration showed an extension remaining in the patient. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to clarify their device registration and to have the MRI mode programmed to show that the patient could have a full body scan if it had been determined that they were now able to get MRI scans. Patient stated they thought they had a rep and that they had tried to call the rep about the issue involving this situation however the number "bounced back" as invalid. Patient services sent an email to the field to notify them of the patient's situation and to see if a representative could be present at the appointment to assist the patient in reprogramming the patient's MRI mode and confirming the patient's registration status. Documented reported event. No further action was taken by patient services. Patient reported previously noted events and stated that no one has reached out in regards to the issue. Patient requested that agent reach out to the field once more, agent emailed rep. Agent encouraged patient to see their managing hcp for MRI mode reprogramming. Patient stated that they have some serous spine issues and that their device is interfering with other necessary treatments. Patient stated that they are about to the point where they will just have it removed so that they can receive an MRI.